Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue as the no tactile gripper arm was unable to lower and it was observed that the lock line was caught on the no tactile fe (mechanical jam). The reported difficult or delayed positioning-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue associated with lowering the gripper at the account appears to be related to the observed lock line becoming caught on the frictional element, the cause of how the lock line became caught on the fe could not be determined. Additionally, a cause for the difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4451 mitral valve insufficiency/ regurgitation. Health effect- impact code: 4614 serious injury/ illness/ impairment.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. It was noted during grasping, there was some interaction with the anatomy. There was no tissue damage observed. Therefore, the clip was removed and replaced. Two clips were implanted. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.